Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that a revision procedure was performed due to continued noise on the right ventricular (rv) lead. The noise was oversensed, resulting in inappropriate shocks and pacing inhibition. During the procedure, the device went into safety mode. External pacing and a temporary pacing wire were required and the patient was also intubated. The device was subsequently explanted and was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the right ventricular (rv) and shock channels. The noise was oversensed and resulted in greater than 2 seconds of pacing inhibition. It was noted that the patient was not symptomatic with these episodes. Technical services (ts) reviewed the episodes and noted the noise on the rv and shock channels could be from electro magnetic interference (emi). All other lead measurements were noted to be good. The patient was to be brought in to their clinic for lead testing in the near future. Ts discussed troubleshooting options. No adverse patient effects were reported.

Event description:
Additional information was provided that the noise could not be reproduced in the clinic. The device sensitivity was reprogrammed and it was noted that defibrillation threshold (dft) testing would be completed in the future.